Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report.

Event description:
Reportedly, during a follow-up, a gradual impedance increase (up to 2306 ohm) was noticed over the last months. Noise was also observed in one episode. Re-intervention of (B)(6) 2015 was cancelled due to a total occlusion observed on the patient venogram.